Event description:
It was reported that while using the bd vacutainer® push button blood collection set that the needles are unusable. The following information was provided by the initial reporter: did the specimen(s) need to be recollected? Yes. Did exposure to blood/ bf occur? No. Hazard, injury or erroneous results? Yes. Hazard, injury or erroneous results details per customer, they have come across 2 lot numbers of butterflies that the bevel is too wide, very coarse, and feels like some type of residue on the needle itself, it also gives a lot of resistance when trying to do a venipuncture procedure. Sm 367344 lot#2259422 and lot#3033395 needles unusable

Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-05-23. H.6. Investigation summary: material #: 367344. Lot/batch #: 2259422 & 3033395. Bd received several shelf packs, many loose samples and 2 photos for investigation. The photos were reviewed and they show the product packaging. Additionally, 30 customer samples of each reported lot number (60 samples total) were evaluated by visual examination and the indicated failure modes for damaged needle point and foreign matter with the incident lots were not observed. Furthermore, the same 60 samples were evaluated for lubrication coverage and all 30 samples from lot number 2259422 failed evaluation as they exhibited insufficient lubrication coverage. The 30 samples from lot number 3033395 passed evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the failure mode insufficient lubrication with lot number 2259422. This complaint could not be confirmed for damaged needle point or foreign matter. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each additional lot number is as follows: d4. Medical device lot #: 3033395. D4. Medical device expiration date: 2025-01-31. H4. Device manufacture date: 2023-02-02. D.3 common device name: blood specimen collection device; intravascular administration set h.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using the bd vacutainer® push button blood collection set that the needles are unusable. The following information was provided by the initial reporter: did the specimen(s) need to be recollected?: yes. Did exposure to blood/ bf occur?: no. Hazard, injury or erroneous results?: yes. Hazard, injury or erroneous results details per customer, they have come across 2 lot numbers of butterflies that the bevel is too wide, very coarse, and feels like some type of residue on the needle itself, it also gives a lot of resistance when trying to do a venipuncture procedure. Sm 367344 lot#2259422 and lot#3033395 needles unusable.